Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was really high and he decided to change out his set. Customer stated that he found a bent cannula, so he replaced his set. Customer stated that he gave himself a 4.0 unit bolus. Customer checked his active insulin and he had 2.1 units after he gave himself 1.2 units. Customer stated that since he changed out his set, his blood glucose should have come down now that he bolused. Customer declined troubleshooting because he knows why he had high blood glucose. Customer's blood glucose was 411 mg/dl. Customer stated that he did not have any no delivery alarms.